Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device became unresponsive and would not unlock, with no tactile feedback on touch, consistent with a touchscreen malfunction and hardware failure; a replacement device was issued and delivered, and the original is pending return. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued diabetes management using the existing cgm while awaiting replacement, with no medical visits or hospitalization. Investigation included collection of case details and retrieval of device history through return-and-evaluate process planning and inspection of the returned device. Investigation of this device revealed a probable device display or user interface failure affecting the screen component, supported by user reports of nonresponsive touch and absent vibration. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the touchscreen/display assembly or related interface electronics.